Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone16.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 300 mg/dl while wearing the pod on the arm for between 4 and 24 hours. Between (B)(6) 2025, the patient wore 4 different pods and ran high with all 4 of them. Patient attempted to deliver boluses for treatment but had no effect. The patient was not feeling well and was "violently vomiting." The patient was admitted to the intensive care unit and was treated with electrolytes, IV fluids, anti-nausea medication and insulin drip. The patient was released on (B)(6) 2025.